Event description:
Event description boston scientific crm received information that a lead revision was planned for this right ventricular lead. The issue was unknown and it was not known whether it was planned to reposition or remove the lead.